Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that issues occurred after a tunnel with a hole diameter of 10mm with an screw diameter of 7mm was drilled. It was reported that the screw was screwed in without difficulty on the first turns of the spiral and then the sensation of screwing became like in a vacuum. It was further reported that the proximal part of the screw broke off (5mm) and remained inside the patient. No further information received.